Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recw1444 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed in basilic vessel and was used with elastomeric pump. It was stated white powder observed under dressing when returned for chemo to be disconnected. There was 5fu chemotherapy in the PICC.